Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, there was a difficulty in connecting and unloading the reload from the adapter. It was also impossible to straight the reload with the pressing up and a reload error was noted. The adapter was replaced to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there were deformations present on the j-hook after disassembling the device. It was reported that the device was difficult to load and the articulating device experienced difficulty in straightening distal end to the neutral position. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The deformation to the j-hook can occur if the user tries to remove the reload when it is not opened all the way to its calibrated position. When the blue button is pushed and the j-hook is not completely depressed, the edge of the single use loading unit (sulu) load link will catch the j-hook and deform it. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.